Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not booting properly. The issue persisted after multiple reboots. The fse visited onsite and upon functional testing, the fse found corrupted file issue in host pc. To resolve the reported issue, the fse restored the host computer with a known good back up. After restoring the backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.